Event description:
The customer reported that a patient required additional medication because not all expected pca doses were administered. The medication concentration was 12mg/30ml or 0.4mg/ml. Pca dose of 0.6mg, lockout interval 10 minutes, continuous dose 0.1mg/hr and max limit of 5mg/4hr. Eight pca demands were documented but only seven doses were administered. A few instances during the time, this patient was connected to the pca there was one pca dose that was not delivered. The customer changed the pcu and pca twice yet the problem continued. The nurse called the doctor and toradol (not sure if po or IV) was ordered for pain. The patient had the pca discontinued but was still in the hospital at the time of the report. The pharmacist though there might be something wrong with the way the data set is configured. The customer sent a screen shot of the programming from the pump display and patient history. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). A carefusion clinical practice consultant pharmacist reviewed the programming and patient history. According to the patient history from 14:33-17:56, the total drug delivered was 4.42mg. Adding a pca dose of 0.6mg and a continuous dose of 0.1mg/hr would equate to 5.12mg, which would put the patient above the total max accumulated dose limit of 5mg/4hours. No issues with programming or functionality were identified and no devices are expected to be returned.